Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was inaccurately delivering insulin. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. This alleged blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported because it was not resolved at the time of contact.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.